Event description:
On (B)(6) 2012, the lay user/patient's daughter contacted lifescan (lfs) alleging the patient's onetouch ultra2 meter was reading inaccurately high. On (B)(6), 2012, the medical surveillance specialist (mss) spoke with the patient to obtain and verify information. The patient claimed the alleged issue began sometime in (B)(6) 2012 (exact time/date is unknown). He reportedly tested with the subject meter and observed a value of "500mg/dl" which based on his feelings/normal readings, he thought was high. He retested approximately 30 minutes later and reported a value of "398 mg/dl." The patient stated he manages his diabetes with lispro insulin (humalog) and self adjusts based on his meter readings and reportedly administered "20 units" of insulin in response to the alleged high results. The patient could not recall if he administered the insulin after the initial reading or after the retest. He claimed approximately 1 hour later, he developed symptoms of "shaking" and immediately self-treated by drinking soda. He advised the mss that his symptoms abated 1 hour later. The patient also reported that he had been eating less starting in (B)(6) due to higher than normal readings. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct. The subject test strips were expired and the patient did not have any unexpired test strips available. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurate high readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.